Manufacturer narrative:
Concomitant medical products: product ID: 4351, product type: lead. Product ID: 4351, product type: lead. (B)(4).

Event description:
It was reported that there was reported that there was inpatient hospitalization or prolongation of existing hospitalization. It was stated that the (B)(6) patient developed redness and drainage of the device pocket. Cultures were negative, however, blood cultures grew (B)(6). The device system was reportedly removed. It was noted that the serious adverse event was unexpected and was ¿probably related¿ to the study. Additional information was requested but not yet received at the time of the report.